Event description:
Physician reported left side malposition, "palpability" and "exchange from textured to smooth due to the concern's of the product." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached), wear abrasion, deformation device, yellow biological tissue and creases fold. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Information contained in this report was previously submitted via psr on 29/apr/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The events of visibility/palpability and malposition are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: malposition, "palpability," and exchange from textured to smooth implant due to patient concern with the product.

Event description:
Physician reported left side malposition, "palpability" and "exchange from textured to smooth due to the concern's of the product." The device has been explanted.